Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable neurostimulator (ins) for parkinson's said that therapy was never optimal and they were unable to get relief from dyskinesia and dystonia regardless of therapy settings. Their managing healthcare provider (hcp) had reviewed expectations with them stating that the therapy was unable to correct dyskinesia and dystonia simultaneously. Patient said that the hcp said that the inability to resolve the dyskinesia was due to the age of the implantable neurostimulator battery and leads not being in optimal placement. Patient said their parkinson's disease has continued to progress with worsening symptoms for at least a year. The patient described dyskinesia affecting the left neck and left arm, dystonia in most of the left foot causing the foot to turn in, pain of unspecified source and location, and balance problems. The patient redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va27k8d implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.